Manufacturer narrative:
(B)(4). Vyaire medical was able to verified the customer's reported issue during testing and evaluation. During visual inspection, a component on the main flex showed signs of burning. Vyaire medical replaced the main flex to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator had some smoke after power-up. There was no report of patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical performed failure analysis on the defective component. A visual inspection of the flex cable verified the reported issue of the signs of burning, however, only the flex cable was returned and now the power source, therefore no further investigation can be performed and the root cause cannot be determined.